Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the device was approaching recommended replacement time (rrt). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity estimator projects about two years of remaining battery life and the physician was disappointed with the longevity, given that the patient is predominately left ventricular (lv) fusion pacing, a feature which was expected to help longevity, in addition to the new battery technology. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device was explanted and replaced due to premature battery depletion.